Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. The returned sensor was de-cased and further investigated. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and damage pcba from de-casing was observed. The returned battery voltage was measured to be within specification range. Damage to the molex connector was observed upon visual inspection on the returned de-cased sensor. Attempted data extraction from the returned sensor however sensor does not read. De-cased and visual inspection was performed on the returned sensor's pcba (printed circuit board assembly). Observed that the molex connector had been damage due to de-casing and was unable to re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly). Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.